Event description:
The patient reportedly developed an edema around the implant site. The patient was hospitalized. The patient visits the hospital daily for dressing. The patient was treated with antibiotics as a precaution (type unknown). The patient continues to be monitored.